Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt reported they didn't think they were getting any help from their device and the issue began from the time they got it. Pt stated they went in to the hospital today and they couldn't walk because they were hurting bad and pt came home and did what was told of them. Ps attempted to ask more questions but pt stated their daughter would come in a little while to help them with their device (ps understood this as pt did not know much information about their device and external equipment). During the call ps attempted to check and adjust the pt's stimulation but pt did not understand the troubleshooting steps so pt wanted to wait and have their daughter call patient services for further assistance. Pt stated it was still plugged in (ps understood this as their handset was still plugged in). Additional information was received from patient regarding their complain, patient states the try taking a few more steps each day. The issues resolved some how got better, doing house work. Patient reported they took the disk out and they got an infection around it. Issue not resolved. No actions taken at this time.

Manufacturer narrative:
Concomitant medical products: product ID: tm91scs, serial#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had mssa from a likely surgical site infection as it happened five weeks after implant.

Manufacturer narrative:
Product ID tm91scs lot# serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.